Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the tampon fell apart leaving a piece inside of her that she manually removed. She experienced nausea, pelvic pain, slight fever for a few days, milky vaginal discharge, slight odor, and bright red blood. She went to the doctor and tampon particles were removed and she was diagnosed with a vaginal bacterial infection. She was prescribed flagyl and her symptoms were improving.